Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for section directions for use indicate rubber dam use is required, thereby protect the oral mucosa. Method, results and conclusion: labeling gives adequate warnings and precautions to the user. The directions for use state mucous membranes are to be protected by using a rubber dam and to be sure that gluma desensitizer only comes into contact with the area to be treated. Directions state to apply the smallest possible amount of gluma desensitizer required for treatment to the dentinal surface. User failed to properly isolate tissue. It is addressed in the directions for use that gluma desensitizer is irritating to skin and contact with skin should be avoided. It is stated that if necessary precautions cannot be taken then gluma desensitizer must not be used. The directions also state, gluma desensitizer must not be used if the patient is allergic to any ingredients contained in gluma desensitizer. It is addressed in the directions for use that gluma desensitizer is harmful, contains glutardialdehyde, 2-hydroxyethyl-methacrylate. Irritating to skin. May cause sensitization by skin contact. It is stated that if necessary precautions cannot be taken then gluma desensitizer must not be used. Device not available.

Event description:
This event was reported by a dentist in (B)(6). A (B)(6) year old man had his teeth abraded in preparation for veneers. During treatment the patient "suddenly developed a heavy reaction with a huge swelling of his face and blisters and even ulcers all over his oral mucosa." A patch test suggests that gluma desensitizer is involved - a skin prick test did not show any reaction. No details offered with regard to technique, lot number of product or date of incident. This is reportable according to 21 cfr 803. Due to the severity of the reaction this meets the definition of serious injury as defined in 21 cfr 803.3 serious injury means an injury or illness that: (1) is life-threatening, (2) results in permanent impairment of a body function or permanent damage to a body structure, or (3) necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
Upon further investigation and patch allergy testing of the patient, it was determined that another device likely caused the adverse reaction experienced by the patient. From heraeus kulzer (B)(4): beside the hkg product an anesthetic was used as part of the treatment. From our point of view a clear causation is not possible. The described symptoms may be caused by the anesthetic. The patch test showed an expected reaction due to glutaraldehyde in direct contact with the skin. The patchtest suggested that gd was involved. The symptoms caused by gd are a known effect of the glutaraldehyde. But the brick test did not show any reaction. As the allergy testing did not reveal gd as responsible factor. Therefore, from our point of view the anesthetic is probably the cause.